Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide with a 6f sheath after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. The reported event of a suture break was not confirmed. The plunger with anterior needle tip, suture with posterior needle tip, link and cuffs were not returned for evaluation. The body (handle, guides, foot and sheath) were returned for evaluation. The returned components were examined and they were normal and undamaged. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.